Manufacturer narrative:
Type of the device: common device name: ldr spine USA spine tune, tl spinal system, ldr spine USA easyspine, posterior spinal system, ldr spine USA mc implant s or easyspine system. PMA/510(k) number: k123134 or k121103. The product was not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace a screw for unknown reasons. There was no further surgical or patient information provided.